Manufacturer narrative:
Zimmerbiomet complaint number (B)(4)the following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative two (2) titanium hexed uniscrew (uniht) were returned for investigation. Visual evaluation of the as returned product identified both screws fractured across the threads region. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported devices were located on unknown tooth sites (fdi) and were used for approximately 5 years 5 months. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Review completed utilizing keywords: 'screw facture'. June post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture screw) or product (uniht). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
Doctor reported that the screw failed due to a fracture. The screw and fractured parts were removed successfully.